Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. The break in aseptic technique was further described as touch contamination. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin 3500mg ip 3x/wk for 6 doses and gentamicin 100mg daily ip for 14 days. The patient was retrained on proper aseptic technique. The therapy was ongoing and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.